Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other armada balloon dilatation catheter referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the balloon rupture was confirmed. Based on a visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that an armada balloon catheter was advanced to the left arm fistula, heavily calcified lesion. Upon inflation, the balloon burst at rated burst pressure and the device was removed without issue. Another armada balloon catheter was advanced to the same lesion. Again, the balloon burst at rated burst pressure and was removed without issue. A non-abbott dilatation device also had a balloon rupture, and so an unspecified cutting balloon was used successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.